Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump passed basic occlusion test and displacement test. The insulin pump has minor scratches on the lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that she had been having high blood glucose for the last couple of days. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer's current blood glucose was 562 mg/dl. Customer contacted her health care professional regarding her unexplained high blood glucose. Customer treated with her back-up plan. Customer stated that the dome label sticker was missing. Customer's blood glucose was 70 mg/dl. Customer decided to stop troubleshooting. Customer indicated that she had been reusing reservoirs because of the status of her supplies order. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.